Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the "trialysis catheter would not make the turn into the svc and was up against a vessel wall and would not flow correctly and the wall obstructed dialysis procedure."